Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start a sensor session.